Event description:
The surgeon was revising another companies cervical plate which did not fuse properly. After the other companies cervical plate was removed, the surgeon did not prepare new holes for our medacta c cervical plate system and attempted to implant out product in the pre-existing holes from the previous surgery. In this attempt, the surgeon broke three self-tap screws, 2 self-retaining screwdrivers, and one screw remover. MFR ref #: 3005180920-2015-00015.